Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and an absorbable hemostat was used. Approximately one week following the procedure, the patient experienced elevated low grade fever, elevated white blood cell count and required prescription antibiotics. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.